Event description:
It was reported that (1) er320 was used during an laparoscopic cholecystectomy procedure. It was reported by the rep that the clips were not forming correctly and not holding on cystic duct and artery. The clip would look closed but not hold. The case was finished with this instrument. There was no consequence to pt.